Event description:
It was reported that one week after starting ilet pump therapy, the user experienced high glucose after entering multiple meal announcements in close succession and had been using meal announcements as corrections based on prior training. No pump alerts occurred other than a high glucose alert, and the user changed the cartridge/infusion set multiple times before deciding to disconnect and use external insulin. Symptoms included hyperglycemia peaking at 309 mg/dl. Outcomes included no reported health consequences or impact. Investigation included review of user communications and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper method, and involvement of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.